Event description:
It was reported a leak at upper fitment. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small hole at the bottom of the silicone pump segment. No other damages or anomalies were observed. Examination under magnification observed no tool marks or crush marks on the upper fitment near the small hole. Functional testing confirmed leaking from a small hole at the bottom of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported a leak at upper fitment. Although requested, additional information was not provided.